Event description:
It was reported the rv lead perforated the ventricle. The patient came back the same day to or for pericardial window and lead revision. Problem noted with device connection to new rv lead in terms of ventricular impedance and sensing. The impedance was greater than 9,999 ohms and there was no ventricular sensing. There had been a lead warning for unipolar pacing/sensing and the polarity was set back to bipolar, but the device then changed itself back to unipolar. All lead to device connections were normal. The physician explanted and replaced the device. All impedances and sensing were normal via the new device. No further patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported the rv lead perforated the ventricle. The patient came back the same day to or for pericardial window and lead revision. Problem noted with device connection to new rv lead in terms of ventricular impedance and sensing. The impedance was greater than 9,999 ohms and there was no ventricular sensing. There had been a lead warning for unipolar pacing/sensing and the polarity was set back to bipolar, but the device then changed itself back to unipolar. All lead to device connections were normal. The physician explanted and replaced the device. All impedances and sensing were normal via the new device. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high programming calculations, incorrect sensitivity.